Event description:
A healthcare professional reported that during a cataract surgery with intraocular lens (iol) implant procedure, after phacoemulsification and prior to iol implantation lens was opened. When inserting the lens, surgeon saw the scratch at the side of the optic after putting viscoelastic before putting into the cartridge. The lens was not inserted into patient¿s eye. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11. The lens was returned upside down in the lens case. Viscoelastic was observed on the lens. The lens was split on the edge. The lens was cleaned with klrp. The lens also had a crack and a small gouge aligned with the split. The damage was angled to the travel path. The used company cartridge was also returned. Inadequate viscoelastic was observed in the cartridge. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The lens was damaged. The lens was split on the edge. The lens also had a crack and a small gouge aligned with the split. This may have bene interpreted as the reported scratch. The damage was angled to the travel path. The returned used company cartridge had been placed into a handpiece. This would indicate the lens was loaded and advanced in the cartridge. Top coat dye stain testing was conducted with acceptable results. The root cause for the observed damage may be related to a failure to follow the IFU (instructions for use). Inadequate viscoelastic was observed in the cartridge. The IFU instructs to completely fill the cartridge with ovd (ophthalmic viscosurgical device) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The position of the lens damage may indicate a plunger override occurred. The position of the lens damage may indicate a plunger override occurred. The position of the lens damage may indicate a plunger override occurred. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact the company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol (intraocular lens) will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).